Event description:
Covidien received information stating that, while in use on a patient, an 840 ventilator had a blank screen. The customer reported that the patient was not injured as a result of the event. There was no report of the patient being transferred to another ventilator.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The cse performed extended self-testing on the device and all tests passed. (B)(4).